Event description:
Autoimmune response; textured mentor implants were placed (B)(6) 2019, after which time pain/pulling/burning began in my right breast almost immediately following surgery. (B)(6) 2019 anxiety started, (B)(6) 2021 migraines started, (B)(6) 2021 symptoms accelerated-- hair loss, fatigue, joint pain, inflammation, rashes, unexplained allergy symptoms, brain fog, bloating, gi issues, recurrent uti's, adult acne/cyst like bumps. All symptoms include: fatigue hives (unexplained and random), acne/cyst like bumps on face and neck, brain fog/memory issues, hair thinning and hair loss (1.5 inches shorter on right side) joint pain -- in hips, hands and knees; pain in right breast (lower corner, burning and pulling) abdominal pain /gi upset/leaky gut, sudden food sensitivities and intolerances, new allergy to grass/seasonal gluten and sugar intolerance, severe often painful bloating, weight gain (working out 4-6 days/week doing cardio and crossfit since (B)(6) 2020 up 15 lbs from surgery) night sweats, anxiety (placed on meds duloxetine approx (B)(6) 2019 and (B)(6) 2020 fluoxetine) migraines, inflammation (within weeks after surgery), pain and pulling, right side of right breast (persistent infections recurrent uti's and yeast infections numbing/tingling in limbs; slow healing cuts, joint/hip pain, dry mouth, light sensitivity, panic attacks (B)(6) 2021, I had my breast implants removed. I am 4 weeks post op and almost all symptoms above have resolved. I have occasional hip pain in my joint when squatting as I am easing back into my workout routine but beyond that, another new thing that I have noticed is a lighter period and my ability to take a deep breath. My energy levels are back and I don't even realize they were as bad as they were, the fatigue I had felt was unreal and I didn't even know. I am having repeat blood work soon to check my inflammatory levels as well. FDA safety report ID # (B)(4).